Manufacturer narrative:
B3: may 2026. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a duo-vent solution set leaked fluid from the vent. This was observed after the registered nurse (rn) spiked the flagyl bag. New tubing and medication were obtained to continue preparation. There was no patient involvement. No additional information is available.